Manufacturer narrative:
Results: blown fuses in power entry module.

Event description:
It was reported by service report that bed has no power. No pt involvement or adverse consequences are reported.